Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.

Event description:
It was reported that during lap cholecystectomy procedure, the clips did not close all the way. Used a new device to complete the procedure. There was no pt consequence.